Event description:
It was reported that during a procedure the generator was not heating properly. The temperature increased up than the recorded temperature during lesioning at several voltage settings. Subsequently, the doctor stopped using the device and procedure was abandoned.

Manufacturer narrative:
(B)(6).